Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for device upgrade. Externalized conductor was noted near the distal coil. Lead was explanted and replaced.